Event description:
The caller reported via phone call that the customer's insulin pump was exposed to a magnetic resonance imaging machine for about 20 seconds. The customer was connected to the insulin pump at the time of the incident. The caller also received a motor position encoder error alarm when the caller pressed the act button as well as a motor error alarm. At a later time, the customer removed the battery, reinserted the battery and received the failed battery test alarm. The customer's blood glucose was unknown. The customer was advised that the failed battery test alarm would recur with each new battery inserted if it was not first cleared. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify or failed battery test alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.